Manufacturer narrative:
The functional check was unable to be completed, due to motor error alarm. The device passed the displacement test, unexpected restart error test and self-test. The pump alarmed motor error during basic occlusion test, due to faulty force sensor resistor. All operating currents are within specification. The device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked case at reservoir tube window corner. (B)(4).

Event description:
The customer's father reported via phone call of motor error and moisture damage, on the customer's insulin pump. The customer's blood glucose level at the time of incident was unknown. The father states the motor error alarm occurred twice, and there is moisture under the display. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.